Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly; the pusher assembly was kinked approximately 117.0 cm from the proximal end; the pusher assembly was fractured approximately 119.0 cm from the proximal end; the embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was fractured and kinked. This type of damage likely occurred due to improper handling during preparation. If the device is inserted into a hub without using a y-connector or a rotating hemostasis valve (rhv), it is likely that the introducer sheath will not properly seat in the catheter hub, and resistance may occur. If the pod4 is forcefully advanced against resistance, the pusher assembly may become kinked or fractured. The damage observed on the pusher assembly likely contributed to any additional resistance while attempting to advance the pod4. Pod4 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician introduced the pod4 coil pusher assembly into the hub of another manufacturer's microcatheter without using a y-connector and immediately encountered resistance before the coil reached the hub of the microcatheter. Therefore, the physician pulled back on the pusher assembly and attempted to reinsert the coil but encountered resistance again. This time around, the coil was unable to reach the hub of the microcatheter. The physician made two attempts to insert the coil but was unsuccessful. He then attempted to advance the coil out of its introducer sheath but also encountered resistance. Next, the physician forcefully pushed the pod4 coil pusher assembly and confirmed that it was kinked. Therefore, the pod4 coil was not used for the procedure and did not enter the patient's body. The procedure was completed using a new pod4 coil and the same microcatheter.